Event description:
It was reported that the user experienced hypoglycemia while using a recently started ilet system, announcing breakfast when glucose was low and then treating the low with oral glucose (glucose tablets and grapes) per the 15-gram rule, after which fingerstick readings rose; the pump had not delivered insulin for several hours due to low glucose, and a factory reset with cgm pairing and setup was completed to allow continued use. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to attribute a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.